Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 95% stenosed, eccentric and denovo target lesion being treated was located in the mildly calcified, mildly tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.5x10mm non bsc balloon, leaving 80% residual stenosis in the lesion. A 28x2.75 taxus liberte stent delivery system (sds) was then advanced to the lad and would not cross the lesion. When the physician withdrew the device it was noted that the distal part of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.